Manufacturer narrative:
E1: initial reporter phone: (B)(6). Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the guidewire tip detached and was not retrieved. A fathom-14 guidewire was selected for use in a percutaneous transhepatic cholangiogram (ptc) procedure. During the procedure the tip of the fathom-14 guidewire detached. The detached tip could not be removed with a snare and remains in the patient.